Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the swg kinked when the swg inserted into ars during used on the patient. They changed a new one. The second swg was also kinked from the catheter. It was intact. No emergency treatment was required. No harm for the patient. No medical intervention was required". The associated emdr report numbers are 3006425876-2025-00008 and 3006425876-2025-00037.

Event description:
It was reported that "the doctor found the swg kinked when the swg inserted into ars during used on the patient. They changed a new one. The second swg was also kinked from the catheter. It was intact. No emergency treatment was required. No harm for the patient. No medical intervention was required". The associated emdr report numbers are 3006425876-2025-00008 and 3006425876-2025-00037.

Manufacturer narrative:
Qn#(B)(4).